Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that the patient presented to the hospital after receiving inappropriate shocks due to oversensing of noise. Multiple episodes with alert conditions were noted including possible output circuit damage were observed. The device was explanted and replaced with no complications. The patient did well.

Manufacturer narrative:
The reported field event of output anomaly and inappropriate therapies was confirmed in the laboratory. An alert for shorted output stage detection was confirmed during device interrogation. Review of the stored electrograms noted inappropriate therapies due to noise. The device was tested on the bench and using automated test equipment, and the high voltage output circuit was found to be damaged. The cause of the damaged output was a lead anomaly.